Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v593243, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, product type: programmer. Product type: programmer, patient. (B)(4).

Event description:
Troubleshooting was needed for the patient programmer. The patient programmer screen was blank. The patient tried new batteries. There was no symptoms reported. Event date was in (B)(6) 2015. She cannot remember how to turn the stimulator off and needs to for an eye surgery for glaucoma which was next tuesday. The programmer she was using "stopped working last week and she put new batteries in but nothing will come up on the screen". Patient confirmed she is using regular alkaline batteries. She also has an older pp (patient programmer), but during the call she was not able to connect with or without the antenna on that programmer. Additional information from the patient later reported a poor communication screen on the patient programmer. Patient spoke to someone on wednesday and was sent a new programmer. Patient tried the new programmer today but it was giving the same message as the previous one. Patient was seeing poor communication screen. She had tried the programmer with and without antenna. Patient was wanting to turn off ins (stimulator) for an upcoming surgery. She had ins (stimulator) checked in (B)(6) 2015 and the battery life was good. Event date was on (B)(6) 2015. The patient was reporting that her programmer will not power up, even with new batteries. The patient was not aware of it getting wet. No patient harm reported. Device was returned. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.